Event description:
Approx six months following the placement of a cypher and a taxus stent, the pt returned for follow up. Repeat coronary angiography revealed a disruption type fracture of the angulated proximal part of the proximal stent with in-stent restenosis. The pt was treated with additional taxus stent placement. This pt was admitted for further evaluation due to unstable angina. There is no history of previous myocardial infarction or previous percutaneous coronary intervention. Coronary angiography revealed 3 vessel disease. The target lesion is described as an eccentric, moderately tortuous segment of the proximal to distal left coronary artery. This de novo lesion had angulations of 45-90 and had no calcification or thrombus present. Lesion length was 10-20mm. Timi of 1. It is unknown if the lesion was pre-dilated. A taxus 2.75 x 20mm stent is placed followed by a second cypher 2.75 x 33mm stent. It is unknown if there was stent overlap. It is unknown if post-dilation was performed. Highest balloon pressure was 12 atms. There were no procedural complications.